Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer reported that the pump was "getting vapor locked". There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.